Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center is unable to display image during software demonstration. The customer evaluated the device and discovered flickering and unclear image. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the cause of the phenomenon was a failure of the printed circuit (dp) board that processes the y / c and comp ports. The cause of the dp board failure could not be estimated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: d9, h3, h4. The device was returned and inspected. Additional incoming inspections findings were as follows: appearance defects (scratches on the top cover, deformation of sdi output pins, and scratches on the chassis).